Event description:
Caller reported that the t:slim x2 pump battery would not charge, and despite trying different charging cables and wall adapters, the issue persisted, leading to a conclusion that the pump needed replacement. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and provided instructions for the caller to store and return the defective pump, while the customer was advised to contact a healthcare provider for backup insulin therapy.